Manufacturer narrative:
Other relevant device(s) are: product ID: 9734924; product ID: kit0898. A medtronic representative went to the site to test the equipment. Testing revealed that the system passed a 10 point accuracy test. An integration test was done and it barely passed. A shoulder calibration was done which improved the integration test results. The integration test was done with the site's reference frame and snapshot tracker. The test failed and the screw trajectory was off. The site's instruments appeared to be defective. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were deviations during a one level l4/l5 case. The surgeon used a scan plan approach for the procedure. The surgical arm was sent to the trajectories on the left side and the system was showing off medially and superiorly. The accuracy pointer was checked on the divot and it was good. The surgeon decided to place the screw and move to the right side. On the right side, the trajectories were off laterally and superiorly. A new snapshot was taken and the divot was checked. The surgeon moved ahead with placing screws on the right side. C-arm and post-op images were taken and all screws were within the pedicle, but off superiorly. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
H3: analysis of the software exports and logs found the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning made in the or. No issues were found relating planning to the experienced deviations. No post op images were provided, therefore complaint cannot be confirmed. However, if all the screws deviated superiorly, a platform or patient shift cannot be ruled out. Navigation was off as evident by the divot check which was above the 2mm error tolerance. According to the representative they used a single schanz pin and schanz arm mounted on the left side of the patient. Analysis reviewed the planning and the surgical workflow. After eliminating skiving of the tools and surgical arm inaccuracy, analysis concluded the probable cause of the deviations experienced in the or is a platform or patient shift, resulting in a pattern of superiorly deviated trajectorie s. Analysis results of the surgical arm were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that a single schanz pin placed in the patient's left side and a schanz arm was used to mount the surgical system to the patient.

Manufacturer narrative:
H3: hardware analysis of the surgical arm determined that the complaint was confirmed. Visual/physical examination and functional testing found the nav and accuracy test failed, the j1 encoder failed, the j3 encoder failed and the j1 rubber o-ring was worn/torn. The surgical arm was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that a stealth integration test was used to verify that the snapshot tracker and robotic reference frame were accurate. The snapshot tracker and reference frame were not defective. The surgical arm was replaced to resolve the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.